Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the infusion pump indicated that the patient had been receiving fluids at a rate of 65ml/h for 15 hours. However, the fluid bag was still nearly full, suggesting that the fluid was not being delivered at the specified rate. As a result, the patient received significantly less fluid than intended."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The therapy started on (B)(6) 2025 at 09:36:29 with infusing on and a volume of 10,325.7 ml infused to date. It continued until (B)(6) 2025 at 00:59:25 with a volume of 11,325.49 ml. There was an upstream vtbi alarm #near end on#, which was confirmed at 00:56:23 on (B)(6) 2025. This results in a therapy duration of 15 hours, 22 minutes and 56 seconds, which corresponds to the previously entered value #new vtbi set 1000 ml#. No abnormalities were found in the history log. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. The device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: the mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. A delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,98% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values are within specification. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.